Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to dislocation. The previous surgery and the revision detailed in this investigation occurred over 3 months and 1 week apart. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) shows that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues requiring review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this evaluation that indicate the reported devices were defective. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, or patient activities. There are no indications of a product or process issue effecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - due to patient dislocated during a physical therapy session.